Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The catheter was returned and analysis found damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving bupivacaine 30mg/ml for a total dose of 14.023mg/day, dilaudid (hydromorphone) 1.5mg/ml for a total dose of 0.7012 mg/day, and unknown baclofen 150mcg/ml for a total dose of 70.12mcg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that returned paperwork included the following message "elective replacement indicator (eri) (B)(6) 2018 "(it was unclear what this statement was in reference too). No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter, UDI: (B)(4), ubd: (B)(4) 2014: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the eri was normal.